Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was removing items from his storage unit and felt a large pop in his hip and fell to the ground. He was taken to the emergency room due to pain and was diagnosed with femoral neck fracture. On or about (B)(6) 2021 due to the failure of the device, patient?s device was surgically removed in a surgical procedure commonly called a revision. During his revision surgery the dr noted the neck had fractured at the insertion of the neck into the stem. Due to the failure of his profemur total hip system, the dr needed to remove the well-fixed femoral stem which required used of an extended trochanteric osteotomy. This procedure required an induced femoral stem fracture so as to loosen the component from the bone in order to allow extraction.